Event description:
An impella cp was inserted via the right femoral artery in a 48-year-old male who presented with acute myocardial infarction and cardiogenic shock, with a known history of diabetes mellitus. The patient was classified as scai stage e and required inotropic support, vasopressors, and mechanical ventilation for respiratory failure. The purge solution consisted of dextrose 5 percent in water. The patient underwent coronary angioplasty with percutaneous transluminal coronary angioplasty stent placement and thrombectomy during the index procedure. During support, blood was noted in the urine. The patient was reported to be experiencing hematuria and device repositioning was performed. It was documented that the device was repositioned and the team planned to follow up to determine if the hematuria resolved following repositioning. No additional procedural complications were reported in the available information. The patient survived. Hematuria is a known potential finding in patients requiring mechanical circulatory support and may be associated with hemolysis, anticoagulation, cardiogenic shock, and critical illness. Device repositioning is a recognized management step when there is concern for suboptimal position contributing to altered flow dynamics. Given the patient¿s scai stage e classification, requirement for vasoactive and ventilatory support, and the complexity of acute myocardial infarction with percutaneous intervention and thrombectomy, the reported events are consistent with the known risk profile in this patient population. A comprehensive review of the available information does not identify evidence to suggest that a device-related issue contributed to the event. The patient survived.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Device in wrong position: the cause of the positioning issue was not determined due to insufficient clinical details. Hematuria: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Updated information: d1 brand name updated. H6 med dev prob code removed a24.